Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; phone.

Event description:
Reported discrepant sars results for one patient. The customer communicated that when the patient was tested on a sofia analyzer outside they tested positive, but when they were tested on a sofia analyzer inside they tested negative. The symptomatic status of the patient is unknown. Unknown if the result was confirmed. Confirmation method(s) not provided.